Event description:
Device 1 of 2 reference MFR. Report:1627487-2015-03303 the patient had a thoracic scs system and a cervical/occipital (off-label) pns system. This issue is related to the thoracic system. Also, the patient had 2 scs leads from the same lot (115306). It was reported the patient was receiving ineffective stimulation. As a result, the scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03303.